Event description:
The article "transcatheter edge-to-edge repair for severe isolated tricuspid regurgitation" was reviewed. The article presented a prospective multi center study, to evaluate the efficacy of tricuspid transcatheter edge-to-edge repair (t-teer) and guideline-directed optimized medical therapy (omt) vs omt alone in patients with severe, symptomatic tricuspid regurgitation. Devices mentioned include triclip. The article concluded that at 1 year, 109 patients (74.1%) in the t-teer + omt group had an improved composite score compared with 58 patients (40.6%) in the omt-alone group. [The primary author and corresponding author was erwan donal at : université de rennes, rennes, france. The time frame of the study was march 2021 to march 2023. A total of 300 patients were included in this study, of which 148 received an abbott device. Comorbidities included heart failure, atrial fibrillation, atrial arrhythmia, hypertension, dyslipidemia, stroke, diabetes, peripheral vascular disease, paced rhythm, chronic obstructive pulmonary disease, myocardial infarction, previous cardiac intervention, heart failure medications, tricuspid regurgitation. Peri and post-procedural complications included death, recurrent/worsening tricuspid regurgitation, unchanged tricuspid regurgitation, surgical intervention, heart failure, hospitalization.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip implantation were reported in a research article in a subject population with multiple co-morbidities including heart failure, atrial fibrillation, atrial arrhythmia, hypertension, dyslipidemia, stroke, diabetes, peripheral vascular disease, paced rhythm, chronic obstructive pulmonary disease, myocardial infarction, previous cardiac intervention, heart failure medications, tricuspid regurgitation. Complications reported included death, recurrent/worsening tricuspid regurgitation, unchanged tricuspid regurgitation, surgical intervention, heart failure, hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature: article title: transcatheter edge-to-edge repair for severe isolated tricuspid regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip implantation were reported in a research article in a subject population with multiple co-morbidities including heart failure, atrial fibrillation, atrial arrhythmia, hypertension, dyslipidemia, stroke, diabetes, peripheral vascular disease, paced rhythm, chronic obstructive pulmonary disease, myocardial infarction, previous cardiac intervention, heart failure medications, tricuspid regurgitation. Complications reported included death, recurrent/worsening tricuspid regurgitation, unchanged tricuspid regurgitation, surgical intervention, heart failure, hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Correction: h1 type of reportable event updated to death. 4624, 4607,4453 removed from h6 adverse event problem. These health effects a filed under a separate medwatch report.

Event description:
The article "transcatheter edge-to-edge repair for severe isolated tricuspid regurgitation" was reviewed. The article presented a prospective multi center study, to evaluate the efficacy of tricuspid transcatheter edge-to-edge repair (t-teer) and guideline-directed optimized medical therapy (omt) vs omt alone in patients with severe, symptomatic tricuspid regurgitation. Devices mentioned include triclip. The article concluded that at 1 year, 109 patients (74.1%) in the t-teer + omt group had an improved composite score compared with 58 patients (40.6%) in the omt-alone group. [The primary author and corresponding author was erwan donal at: université de rennes, rennes, france. The time frame of the study was (B)(6) 2021 to (B)(6) 2023. A total of 300 patients were included in this study, of which 148 received an abbott device. Comorbidities included heart failure, atrial fibrillation, atrial arrhythmia, hypertension, dyslipidemia, stroke, diabetes, peripheral vascular disease, paced rhythm, chronic obstructive pulmonary disease, myocardial infarction, previous cardiac intervention, heart failure medications, tricuspid regurgitation. Peri and post-procedural complications included death.